Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. There was no reported impact to the customers blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information available a supplemental report will be submitted.